Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted if subsequent information is provided. (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure. There was no patient harm and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and was able to reproduce the reported issue. To resolve the issue, the stm replaced the drive manifold assembly and autofill worked consistently. In addition, the stm found that the compressor would not pass calibration and the compressor output test; the stm replaced the scroll compressor to correct this issue. All calibration, functional and safety tests were passed per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed autofill. The circumstance of the event was not reported; however, it was reported that there was no patient involved and no adverse event was reported.